Event description:
Needle breakage. Customer reports that needle broke during surgery. Surgeon does not anticipate any adverse effect of tip remaining in the patient. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.